Event description:
The pt's attorney alleged a deficiency against the device. Per add'l info received, the pt has experienced pain, urinary problems, recurrence and dyspareunia.

Manufacturer narrative:
The sample was not returned. The finished product met all specs prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced blood in urine (hematuria), leakage, recurrent pelvic prolapse, nocturia, poor emptying, abdominal pain, incontinence, uterine prolapse, bacteria in urine, leg stiffness, stress incontinence, problems with urinary control and incontinence, blood in stool, colitis, mucosal thickening and required nonsurgical interventions.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced escherichia coli in urine, back pain, urinating pain. She alleged chronic pain, sharp pelvic pain, worsening of incontinence as well as psychological and emotional suffering.